Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device screen was found cracked, with onset unknown, which prevented the user from performing meal announcements; images and videos were provided, and blood glucose remained unaffected. Symptoms included no injury or adverse physiological effects. Outcomes included device replacement shipment and continued therapy without alarms. Investigation included complaint intake and review of user-provided media. Investigation of this device revealed physical damage to the display consistent with a cracked screen, with the fault localized to the user interface component; no alert or functional alarm behavior was reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage of undetermined origin.